Event description:
Reportedly, a header fracture was suspected. Noise was observed on the ventricular channel.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a header fracture was suspected. Noise was observed on the ventricular channel.

Manufacturer narrative:
Preliminary analysis of the returned unit revealed that two silicone balls were detached from the header pins. Analysis confirmed that the connection system conformed to established specifications. Proper mechanical and electrical operation relative to the returned device.

Event description:
Reportedly, a header fracture was suspected. Noise was observed on the ventricular channel.